Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. The second cobas taqscreen mpx v2.0 ce-ivd kit lot (lot 219653) used at the site has an expiration date of 31-jan-2018 the UDI for the cobas taqscreen mpx v2.0 ce-ivd is (B)(4). The material number for the cobas taqsreen mpx test, v2.0 us-ivd is: (B)(4). The UDI for the cobas taqscreen mpx test, v2.0 us-ivd is: (B)(4). The product common name was truncated and the complete name is (B)(6). (B)(4).

Event description:
A customer, (B)(6) alleged a (B)(6) result during use of the cobas® taqscreen mpx version 2.0 test. (B)(6). There is no allegation of harm/injury or death associated with this case. Blood was not released and the blood bag was discarded.

Manufacturer narrative:
A customer, (B)(6) alleged a false non-reactive result during use of the cobas® taqscreen mpx version 2.0 test compared to other roche assays and serology testing. The donor sample was returned as part of the investigation, specifically for sequence analysis. A 15 base-pair deletion was identified thus greatly impacting assay performance of the cobas® taqman mpx test version 2.0 but is unlikely to impact assay performance of either the cobas® mpx and cap/ctm hiv v2.0 assays. The sequencing results are consistent with the customer¿s positive results using the cobas® mpx and cap/ctm hiv v2.0 assays and non-reactive result from the cobas® taqman mpx test version 2.0. It is important to note that the cobas® mpx and cap/ctm hiv v2.0 assays were able to detect the target due to their dual target designs. Overall, sequencing confirmed the sample to be hiv-1. Within the "procedural limitations" section of the instructions for use "though rare, mutations within the highly conserved regions of a viral genome covered by the cobas® taqscreen mpx test, v2.0 primers and/or probe may result in failure to detect a virus." Additionally, the complaint kit lot 210560 was previously tested and met specifications. No harm or injury was indicated as the blood was not released and the blood bag was discarded.